Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic recurrent incisional hernia repair on (B)(6) 2011 and mesh was implanted concurrently with fascial release and lysis of bowel adhesions. It was reported that following procedure the patient experienced an abdominal pain, nausea and vomiting, constipation, extrusion of nearby organs, blood clots, imbalance issues, dizziness and edema. Ten days postoperatively, the patient was diagnosed with ileus and she was admitted for treatment and insertion of PICC and tpn.